Event description:
It was reported that a patient underwent an x-stop procedure at levels l3/l4 and l4/l5. The patient had transient relief initially; however, four to five months post procedure, the patient experienced symptom recurrence of back and buttock pain with severe claudication. Subsequently, the physician removed the devices due to disease progression and processed with two level functions. No additional information was reported.

Manufacturer narrative:
Additional catalog #: 1-2212. Method - device was not returned; followed up with physician.